Event description:
Caller reported that customer is seeing (B)(6) hcg results. No further information was provided. Technical service rep left numerous messages for the account to call back. As of this date no return phone calls have been received.

Manufacturer narrative:
Investigation pending.